Event description:
Home patient (hp) contacted baxter's technical service cener (tsc) for assistance regarding a system error 2240 message that hp received during hp's automated peritoneal dialysis (apd) therapy on a homechoice machine. Reportedly, after receiving the alarm, hp cycled the homechoice machine off/on several times and started a new therapy with the same supplies. Tsc assisted hp in ending therapy early and advised hp to setup with new supplies to complete therapy. Per rn, no patient injury or medical intervention was associated with this incident.